Manufacturer narrative:
This complaint is still under investigation. Dupuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pain and swelling subsequent to a total knee replacement.